Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2026, and suture was used. During the surgery, the needle pull off issue suddenly happened, causing it to be unusable and replaced with another one for continued use. Additional information was requested.

Manufacturer narrative:
(B)(4) date sent: 6/9/2026 d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device w9106 ; xebbhmd0 number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the reported issue contribute to any patient adverse consequences? -received information as following from sales rep. Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.